Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the horizontal bar in the center of the decimal point of the cumulative flow rate display does not light up due to a faulty front panel. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the high flow insufflation unit horizontal bar in the center of the decimal point of the cumulative flow rate display did not light up. There were no reports of patient harm.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.